Manufacturer narrative:
Device evaluated by MFR: the angiojet avx device was returned for analysis. Visual inspection revealed a kink in the shaft. During functional testing, the catheter was unable to prime, and the console displayed an under-pressure alarm message. No leaks were observed during evaluation. X-ray examination confirmed hypotube separation, with the shaft kink identified approximately 5 cm from the distal tip of the device.

Event description:
Reportable based on device analysis completed on 15apr2025. It was reported that a leak has occurred. An angiojet avx was selected for use. During procedure, a leak occurred at the pump during the procedure when the catheter was flushing. The procedure was completed with another of same device. There were no patient complications as a result of this event. However, device analysis revealed a hypotube separation.